Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error warning. The patient discontinued treatment during drain 1 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4225 ml during drain 1 of the treatment. This drain volume is 192% the patient's prescribed fill volume of 2200 ml. Upon follow up with the patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete treatment by resetting up on the cycler. No cycler replacement was issued, however the patient was notified that they can schedule a replacement cycler for the issue. Do date, the old cycler has not been returned to the manufacturer for evaluation.